Event description:
It was reported that in 2012 the patient was implanted with their device and the implant came to the surface of the skin and made a hole. The patient got an infection and spinal meningitis. The patient was on antibiotics for 2 months. The doctor took half the wire out at first, then later took more, and then on the surgery took the system out completely. The patient had 24 operations to get rid of the infection and they had surgery every 1-2 weeks. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).